Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt reported her ins battery is losing its charge faster in the past week or so. Pt stated she noticed it is taking longer to charge her ins in the past week. Pt stated that she usually charges her ins when it is @ 50-60% and it would take about 20 min . Now she is charging her ins @ 30% and it is taking an hour. Pss reviewed this is within normal range for charging the ins battery. Pss reviewed it can take up to 2 hours to charge an ins that is completely depleted. Pt stated she is talking with rep via text to have her ins programming checked but she does not have anything scheduled yet. Pt called back stating they spoke to someone at medtronic about the same issue where they use to recharge their implant every morning to 90% or 100% and in 12 hours the implant battery would go to 50% or 60% but now the implant battery goes to 30%. The implant battery was no lasting as long even though pt had not changed the therapy settings. Pt noted that their implant battery now took a long time to charge up for it took 1 hour to go from 50% to 90% or from 40% to 80%. After speaking to patient services pt called their medtronic rep (B)(6) but pt did not want to change their therapy settings. Ps reviewed and redirected pt to their medtronic representative for assistance. Patient reported cause was unknown. Issue has not been resolved. Patient waiting on call from medtronic rep. Patient indicated issue is not with equipment but with implant.